Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the available information, the cause for the reported pericardial effusion could not be determined. An unexpected medical intervention was a result of case-specific circumstances, as a pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). During the procedure, the valve was able to be implanted. Post-implant, on echocardiogram (echo), a pericardial effusion was noted to be localized with largest dimension noted to be 1 cm. The effusion was drained by performing a pericardiocentesis. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The user believes that the patient experienced pericardial effusion due to the performance of the non-abbott wire. The patient was in a stable condition and subsequently discharged.